Manufacturer narrative:
Based on the limited information provided no conclusion can be made. The patient's attorney did not allege a specific device failure or patient injury and the medical records provided were limited to a partial implant operative report. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney¿s legal claim provided to davol by the patient¿s attorney on (B)(6) 2000 - the patient underwent a vaginal hysterectomy, anterior and posterior, suburethral sling with "marlex" mesh, sacrospinous vault suspension, intraoperative cystoscopy and insertion of a suprapubic bonnano catheter due to a diagnosis of symptomatic pelvic organ prolapse and latent stress urinary incontinence. Operative findings include an elongated cervix with grade 3 cervical prolapse and grade 2 cystocele and grade 2 rectocele with the introitus slightly patulous. The legal claim is alleging unspecified adverse patient outcomes associated with use of the device.